Event description:
From staff: upon removing the 0.035" 260cm glidewire advantage from the right groin, it was found that the floppy distal end came loose from the wire (without coming off completely), exposing the bare metal end. Product was removed from field and given to team leader. Unsure of what could have cause this.